Event description:
Customer has limited details, cannot recall the event date or the exact location of the leak, she only knows that it was noted towards the distal end of the set. She attempted to find someone who had the details but was unable to do so, states that no further patient/event information is available at this time. She says that sets were not saved; disposed of all product they had in stock from this lot, approximately 20 sets. No patient harm or medical intervention reported.

Manufacturer narrative:
Manufacturer's report date: 05/11/2011. (B)(4). An investigation could not be performed. Reporter indicated that the device is not available for evaluation. The cause of reported problem is unknown.